Event description:
It was reported that a pt suffered a perforation in the esophagus after a difficult passage of a transesophageal (tee) probe by anesthetists when under general anaesthetic for atrial fibrillation ablation. The tear was >5 cm long and required urgent esophageal surgery to repair. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Incident date was not provided.